Event description:
The patient reported elevated blood glucose readings of 300 mg/dl yesterday and 255 mg/dl this morning. She stated her normal blood glucose reading is 100 mg/dl. She stated she felt "lightheaded" and corrected her readings by giving herself an injection of 6 units of insulin. Troubleshooting discovered no product or user issues. No follow up, the patient stated she is still experiencing some erratic readings and will speak with her physician about the readings. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.